Event description:
It was reported to philips that the device failed defib and pacer during operational testing. The biomed has already switched our the test load and cable but the errors continue. There was no patient involvement.